Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience stent delivery system (sds) found blood visible on the balloon and stent implant, which is consistent with the device being advanced into the patient. There was also contrast visible in the inflation lumen, which suggests that the sds was prepared for use. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant all met manufacturing criteria. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 18.7 cm distal to the strain relief tubing. There were also multiple kinks noted adjacent to the separations. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Also, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since there was no report of any damage observed during inspection prior to use, this suggests that the damage to the shaft occurred during or after the procedure. The sds likely interacted with the moderately tortuous lesion such that resistance may have been encountered during an attempt to advance the sds. This interaction likely caused the shaft to kink and subsequently separate as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. In general, the failure to advance in conjunction with kink damage is not usually associated with a product quality deficiency and was likely related to circumstances of the procedure. The inability to cross the lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to: damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, an interaction with the patient anatomy or associative device interaction. Based on the information provided, the lesion was moderately tortuous and likely contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for shaft separations for this lot. Based on the information received with this event and the returned product analysis, the reported failure to advance, kink and shaft separation appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that while the xience v stent delivery system (sds) was crossing the lesion in the moderately tortuous circumflex artery, the proximal shaft kinked. A second xience v sds was used to complete the procedure. No adverse patient effects were reported. No additional information was provided. Returned device analysis revealed a separated hypotube distal to the hub. Communication with the site revealed that the shaft had separated sometime during or after the procedure.